Event description:
It was reported 2 thunderbeat devices were failed during a high anterior resection. After 2 hrs use, the surgeon found that the ptfe pad of first device was separated. The user continued with the second device, but the same ptfe pad failure happened. The procedure was completed with the third device. There was no pt harm reported. This is second report about this case.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc), therefore omsc could not evaluate the referenced device. This manufacturing history was reviewed with ino irregularities noted. The exact cause of this issue can't be conclusively determined. But based on the similar cases, there was a possibility that the ptfe pad was separated since the user continued activating output without contacting tissue (including after the tissue already cut) for an extended time. This report is being submitted as a medical device report in an abundance of caution. Please cross-reference the following report: 8010047-2015-00423.